Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized. It was stated that the customer has been experiencing unexplained blood glucose levels. Customer's mother explained that the customer had severe chest and back pain and was experiencing vomiting and dehydration. It was confirmed that the customer had diabetic ketoacidosis. The customer has a deceased and is having blood test done and was being transferred to another hospital. Blood glucose at the time of the admission was 23.3 mmol/l. Customer was wearing the insulin pump and it was disconnected by the ambulance staff. Customer treated with manual insulin bolus. During troubleshoot; customer stated that the drive support cap is recessed and no insulin leaks noticed. Customer is able to perform prime sequence without no delivery alarm. Customer is concerned that the insulin pump is not functioning. Current blood glucose is 24 mmol/l. Nothing further reported.